Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimul ator (ins). The rep reported that there were low impedances or a short. Electrode 1 was at 30, 4 and 5 were at 50. They programmed around impedances and obtained coverage. Cause is not known, but the issue is resolved. Prior to being reprogrammed patient had not been feeling stimulation for a day or two.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The reason for the call was the patient (pt) reported they had a problem with the stimulator. It stopped working 2 months ago. The pt stated they saw a manufacturer representative (rep) a couple of months ago at the hcp office. The rep verified that the lead wire in their neck was only working half way - only on the right side. The pt talked to the hcp 2 days ago, and the hcp told the pt to call the manufacturer. The pt stated the hcp was planning on replacing the ins because it was not working. The patient was redirected to their healthcare provider to further address the issue.